Manufacturer narrative:
Additional info: b5, b7, d8, e1 (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes and device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia by open repair. It was reported that after underlay implant, the patient experienced emotional distress, recurrent hernia due to failure of the mesh, adhesions, and migration. Post operative treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. During the implant procedure, the physician noted a large incisional hernia containing bowel measuring 5x5 cm, with two additional smaller 1x1 cm hernias just inferior and right lateral to the large defect. The device was secured with 6 fascial sutures and the skirting portion tacked to the anterior abdominal wall. After implant, the patient experienced recurrent hernia due to failure of the mesh, scar tissue, and retracted mesh. Post-operative treatment included mesh removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia by open repair. During the implant procedure, the physician noted a large incisional hernia containing bowel measuring 5x5 cm, with two additional smaller 1x1 cm hernias just inferior and right lateral to the large defect. After underlay implant, the patient experienced recurrent hernia due to failure of the mesh, adhesions, and migration. Post operative treatment included revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. During the implant procedure, the physician noted a large incisional hernia containing bowel measuring 5x5 cm, with two additional smaller 1x1 cm hernias just inferior and right lateral to the large defect. The device was secured with 6 fascial sutures and the skirting portion tacked to the anterior abdominal wall. After implant, the patient experienced recurrent hernia due to failure of the mesh, scar tissue, and retracted mesh. Post-operative treatment included mesh removal.